Event description:
It was reported the image was black using the camera head. The issue occurred before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found due to disconnection in cable unit, the endoscopic image could not be displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: poor communication occurred due to cable failure, and the image was not displayed. However, the cause of occurrence of cable failure and a definitive root cause of the reportable issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): about cable breakage, the phenomenon can be prevented by the following description: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.